Event description:
As reported to boston scientific in 2007, a peripheral artery aneurysm embolization was performed on a week earlier. During the procedure, "coil deployed successfully but detachment was difficult." The procedure was completed with same device. There were no pt complications reported at time of event. Analysis performed on the returned portion of the device found that the coil had broken.

Manufacturer narrative:
Multiple attempts were made in regards to obtain pt condition. At this time, the pt condition is still unk. Components of the device were returned to boston scientific. Analysis performed found that the coil had not detached at the detachment zone. The break occurred at the distal end of the pusher wire. The risk of a coil breaking is noted in the matrix 2 dfu. (Directions for use) "due to the delicate nature of the matrix 2 detachable coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration." The add'l info received confirms that continuous flush was not maintained in the procedure. This could cause difficulties in maneuvering the coil which could cause it to detach from the pusher wire as per matrix 2 dfu. "To achieve optimal performance of the matrix2 detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of an appropriate flush solution be maintained."